Manufacturer narrative:
An attempt to inflate the balloon of the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear on the balloon, approx 6.5mm from the balloon proximal tip. The review of the lhr (lot f1316108) indicated that the mynx lot met all established performance criteria prior to shipment. Based on the info provided and the investigation performed, the root cause of the tear could not be conclusively determined. However, it was reported that the pt had a history of pvd. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in pts with clinically significant peripheral vascular disease in the vicinity of the puncture site.

Event description:
It was reported by the aci vascular closure specialist that a male pt underwent a diagnostic peripheral procedure on (B)(6) 2013. Access was obtained via a 5f short sheath (model unk). A pre-procedure femoral angiogram showed "minimal" presence of pvd/calcium in the vicinity of the access site. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 5f to close the access site. It was reported that the device and balloon were tested. The device was inserted into the procedural sheath, the balloon was inflated, and during the device pullback, the "sheath came back partially and then the balloon ruptured". The physician was able to re-advance the sheath and a second mynxgrip vascular closure device 5f was deployed successfully. The pt was ambulated and discharged to home the same day with no clinical sequela noted.